Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va1chv9, implanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot#: va1chv9, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a an impedance issue on their left lead, but when the rep checked the impedance on their impedance on their left lead they were all normal. Contact 2 on their right lead was low at 88 ohms. The patient was getting ready for exploratory surgery. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the impedance issue is unknown. The patient was doing well and just needed to decide if they would like to have the lead replaced.